Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to degrading cylinder. There was a hole in the cylinder. All components explanted and replaced.